Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperatures alarms occurred. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in the range of 250-300 mg/dl.